Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that stored egms revealed noise on the atrial lead which resulted in a mode switch. The noise was reproducible with isometrics. P-wave sensing was 1.1 mv. The patient's pulse generator was programmed to ddir mode.